Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Sales rep, via facetime, reviewed the treatment record with the laser tech. The posterior uncut section was set at 20% (which is standard) and the arc length was 37 degrees. The treatment image showed the cornea overlays were properly aligned with the optical coherence tomography (oct) image. The laser tech said the case went normally and there was no noticeable patient movement. The customer performed a daily alignment verification (dav) following this case and alignment looked good. Section h3: a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor had a full thickness arcuate incision using the catalys system and required 2 sutures to close the incision. No additional information was provided.